Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead was sensing atrial signals resulting in pacing inhibition. In addition, no lv pacing thresholds could be measured. Reportedly two years earlier, impedance measurements had decreased from 1900 to 550 ohms and remained steady. An x-ray revealed this lead was dislodged and located in the atrium. A decision was made to deactivate this lead and further monitor the patient's condition. No adverse patient effects were reported.

Event description:
Additional information was obtained. A revision procedure was performed. This lead was removed, replaced and returned for analysis. No adverse patient symptoms were reported.

Manufacturer narrative:
As of this date, this lead remains implanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.